Event description:
It was reported that an implantable pacemaker measured its battery voltage as 2.15 v. The pacemaker was removed and replaced. No patient complications were reported due to this event.

Event description:
It was reported that an implantable pacemaker measured its battery voltage as 2.15 v. The pacemaker was removed and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.